Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control will return the device to the customer for use after observing proper device operation through functional and performance testing. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device charged to 200 joules but powered off when the user pressed the shock button to deliver the energy. The operator did not attempt to turn the device back on during the event. A second defibrillator was retrieved within 10 to 20 seconds and utilized to deliver therapy to the patient. The patient ultimately passed away but the operator indicated that it was not equipment related. There were no further details on the event and/or the patient provided.